Manufacturer narrative:
The insulin pump was received with constant software error alarms noted. Displacement test was not performed due to alarm. The problem was isolated to the mother board. All of the buttons functioned properly, however moisture damage noted on keypad traces. The device also had minor scratches on lcd window, cracked reservoir tube lip and scratches on reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that insulin pump could not come out of prime loop. Insulin pump would be replaced. No further information provided.